Manufacturer narrative:
This incident occurred during installation, as the surgeon got exposed to the laser without the active filter. This may cause injury from unfiltered laser light to the operator hence considered reportable. In a review of this incident, it is being submitted as a malfunction. There is information that the surgeon was exposed but no information reasonably suggests harmed. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
The customer had an incident with the laserstar and filter. The sales rep was present in the or when the hospital technician replaced the passive filter to our active. We made a test and the filter worked. After this visit the hospital decided to put the passive filter back on the microscope. Then 2 weeks ago they decided to install the active filter. Something went wrong and it all ended with that the surgeon got exposed to the laser without the active filter. The sales rep was not present for this incident. The filter will be returned to (B)(4). Also it was communicated to the sales rep that it is not possible to assemble the filter wrongly into the microscope, if the small switch is not pressed you will get an error message and it is not possible to activate the laser at all. Note: the cable must be connected to the unit. If the cable is not connected you will get the message is t.